Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During a cavotricuspid ishmus (cti) line and right-sided atrial flutter procedure, a pericardial effusion was noticed. The patient was intermittently going into "fib," before they finally stayed in fib. The patient's blood pressured then started to drop. The pericardial effusion was confirmed via intracardiac echocardiography (ice) ultrasound. The medical intervention provided was a subxiphoid pericardiocentesis and it was unknown how much fluid was removed. It was reported the medications of pradaxa, heparin and protamine, being administered to the patient were reversed. Cardiac surgeon was on stand-by, and after monitoring the patient for over an hour, the patient was reported to be in stable condition. The physician had ruled out an inferior vena cava (ivc) tear, as the patient did not need surgery. The reporter stated that when looking back at the data, there was an impedance spike present, but the physician did not report feeling a steam pop during the procedure. The physician believes that either a steam pop or a perforation were the cause of the pericardial effusion.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During a cavotricuspid ishmus (cti) line and right-sided atrial flutter procedure, a pericardial effusion was noticed. The patient was intermittently going into "fib," before they finally stayed in fib. The patient's blood pressured then started to drop. The pericardial effusion was confirmed via intracardiac echocardiography (ice) ultrasound. The medical intervention provided was a subxiphoid pericardiocentesis and it was unknown how much fluid was removed. It was reported the medications of pradaxa, heparin and protamine, being administered to the patient were reversed. Cardiac surgeon was on stand-by, and after monitoring the patient for over an hour, the patient was reported to be in stable condition. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 30578018l number, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).